Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00mm flextome¿ cutting balloon¿ was selected or use. During the procedure, it was noted that the balloon ruptured during the third inflation. The procedure was completed with another of the same device. No patient complications were reported.